Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door failed and jammed. The user was unable to pull drawer all the way out to pull medications out from the back of the door. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were defective. The field service engineer (fse) replaced the drawer 2 due to the bad rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.